Event description:
Inop condition "vent inop", "motor fault" and "xdcr fault". Replaced with a new turbine, then the alarms were all gone.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Additional information: the carefusion failure analysis lab technician noted during evaluation: vela turbine assembly was received for evaluation. Visually inspected part and installed into a vela unit. Vent inop came up with motor fault, circuit disconnect, low pip, low ve. After replacing the turbine interface board the issue was corrected. This reported condition was duplicated. This is a known issue and has been addressed by an internal action.

Manufacturer narrative:
(B)(4). The foreign distributor evaluated the device and determined the issue was caused by a malfunctioning turbine. The foreign distributor installed a replacement turbine to repair the device. Carefusion has requested further information regarding the alarm conditions.